Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that right atrial noise resulting in oversensing was noted. Provocative testing was performed and the noise was able to be reproduced. The device was explanted and replaced due to normal battery depletion. The right atrial lead remains implanted and active. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.